Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded several new cartridges to resolve the issue however the cartridge alarms kept recurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.